Manufacturer narrative:
(B)(4). Lot manufacturing and expiration dates are currently unavailable and have been requested from the manufacturing site. Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that a revision knee surgery was performed due to loosening of the baseplate.